Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent became stuck and stretched. The target lesion was located in the severely calcified coronary artery. A 3.50x38mm promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross and it was noted that the stent was stuck and stretched due to calcification of the lesion. The patient was then sent for surgery to retrieval of the device and coronary artery bypass grafting. No further patient complications were reported and the patient's status was fine.